Manufacturer narrative:
(B)(4). During complaint closure review it was determined this complaint is a reportable event. Problem could not be confirmed because product/data is not available. The root cause cannot be determined-no product/data.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.